Event description:
It was reported the patient was implanted on (B)(6) 2011. It was reported the patient¿s device ¿hasn¿t done them much good¿ since it was implanted. It was reported the patient is in ¿so much pain down their hip and leg¿ and it has been going on for 3 weeks. It was reported the patient woke up 5 days prior to report and their hip hurt so bad they ¿did not think they could walk if it was broken.¿ it was noted the patient went to their health care provider (hcp) and had x-rays which confirmed their hip was not broken. It was reported the hcp ¿put a couple of injections in there¿ but they have not helped and they think it may be bursitis. It was noted last injection the patient had was on (B)(6) 2014. It was further reported the patient¿s stimulation ¿works in their legs, and if they turn it on they have it on a, b and all that.¿ it was reported it was like ¿being electrocuted in their legs¿ and only happens when they turn up their stimulation. It was reported when that occurs the patient turns their stimulation down. It was noted the first time the patient noticed it was when they left the hospital after being implanted and they had to get it turned down.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-39, lot# n282377, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n292785n01, implanted: (B)(6) 2011, product type: screening device. (B)(4).